Event description:
A home pt contacted baxter's technical service center for assistance. Per initial report, the home pt accidently pressed go into the initial drain cycle without being connected. The pt then stated that he would use the same supplies to complete therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.